Event description:
It was reported that this inflatable penile prosthesis exhibited fluid loss. During a revision procedure it was noted that the cylinders appeared torn. The device was explanted and replaced. No patient complications were reported.